Manufacturer narrative:
D4 UDI was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the cause of the device in wrong position was most likely a use error as the pump was pulled out accidentally during repositioning. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 had the pump accidentally pulled out of the aortic valve when the physician was attempting to reposition the pump. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.